Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2011 and lynx suprapubic mid-urethral sling system was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy and lynx pubovaginal incontinence sling placement on (B)(6) 2011 due to sui with intrinsic sphincter deficiency and prior incontinence surgery. (B)(4).